Event description:
Material # 386883 batch # 4068002 it was reported by customer that the cathena safety not engaging. Verbatim: cathena safety not engaging.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there are outgoing functional test and in-process functional test to check and detect safety activation failure. As no photo and sample is returned for evaluation, root cause could not be established.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in winged bc safety shield activation failed. It was reported by customer that the cathena safety not engaging. Verbatim: cathena safety not engaging.